Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown dose and concentration of dilaudid via an implantable pump for malignant pain and head/neck. It was reported the patient had been admitted to the hospital the night before ((B)(6) 2018) and was currently confused and not responding. It was indicated the symptoms began on (B)(6) 2018. No troubleshooting or interventions were mentioned. Troubleshooting could not be performed due to lack of access to product. The hcp was directed to follow-up with the patient's managing hcp. No further complications were reported or anticipated.